Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events - 4 events were reported for this quarter. Product return status - 4 devices were received for evaluation. Evaluation status - 4 device evaluations are in progress. Additional information - 4 devices were not labeled for single-use. 4 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device reportedly overheated. 4 events had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device reportedly overheated. 4 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 4 total events were initially reported. 4 previously reported events are included in this follow-up record. Product return status 4 devices were received.   Evaluation status 2 reported events were confirmed during testing. - 2 devices were found to be affected by a lack of lubrication. 2 reported events were not confirmed during testing; however: - 2 devices were found to be affected by internal corrosion. Additional information 4 devices were not labeled for single-use. 4 devices were not reprocessed and reused.